Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a hole at corner of a fold in the proximal end of the cylinder and broken fabric threads from wear in the proximal end of the cylinder. The cylinder also showed wear at folds in the middle of the cylinder. This cylinder did not pass the leakage testing. The second cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder, but the cylinder passed the leak test. The momentary squeeze (ms) pump was microscopically inspected and was cut down to the pump block; the tubing was returned attached to the cylinders. The ms pump passed leak testing and functional testing. This investigation was assigned to the conclusion code of cause traced to component failure.